Event description:
Procedure: roux-en-y. The device sealed properly for the first few times, but after that, the sealing force was not enough so bleeding occurred while cutting. The doctor used another hand piece to reinforce the tissue.